Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, Order Entry Time was not displaying for STAT orders on the MedStation all in one (AIO) screen. Customer reported an issue with STAT orders where the Order Entry Time is missing. The customer stated that their integration team confirmed the TIME field was sent to the ES server and verified that the time value is present on the ES server, but the Order Entry Time is still not displaying for STAT orders. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN: (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN: (b)(6) was performed from the date of manufacture, 08-DEC-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, a technical support specialist (TSS) confirmed that the integration was correctly sending the TIME field and that the ES server was successfully receiving and processing the information. It was explained that STAT orders may not display the Order Entry Time due to the urgent workflow design. The customer was asked to monitor future STAT orders and report any inconsistencies however; no further complaints were received. The customer subsequently confirmed that the issue was no longer a concern and approved closure of the case. The system functioned as intended when the technical support specialist investigated the device.